Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00800-1, 0001032347-2018-00838, and 0001032347-2018-00840.

Event description:
It was reported the right angle screw drivers are stuck. This was identified during restocking in the sterile processing department (spd). There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The three (3) screwdrivers were visually evaluated and functionally tested. The driver from lot# 593680 was visually evaluated. This driver appeared to be in overall good condition with just some minor discoloration on the handle and knob. The driver was functionally tested by rotating the knob in both the clockwise and counter-clockwise directions and found to be difficult to rotate. The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the drivers being difficult to rotate was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated, avoid undue stress or strain when handling or cleaning instruments. The discoloration is most likely due to residual from the cleaning process. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00800, 0001032347-2018-00838, and 0001032347-2018-00840.

Event description:
This follow-up report is being submitted to relay additional information.